Event description:
The reporter stated that their spouse did back to back blood glucose tests, within 10 minutes, using separate fingersticks. Their results were 200 and 125mg/dl. No symptoms were reported. Reporter mentioned meter having been dropped, but no confirmation was reported during followup with meter owner. Control solution testing was not done due to unavailability of supplies. No harm was alleged.